Event description:
On (B)(6) 2012, company representative reported the pt was hospitalized for diabetic ketoacidosis. No allegations were made against the infusion device, and it was reported the pt had the flu. Follow up was completed with pt on (B)(6) 2012. Pt reported her blood glucose elevated to 916 mg/dl, and she was admitted to the critical care unit on (B)(6) 2012 and treated with an insulin drip for 2-3 days. Pt was told she had an infection in her urine. Pt had been using the infusion headsets for longer than 3 days, and she does not believe her body was absorbing the insulin correctly. She was out of supplies and taped the infusion set to her body to keep it on, and she had a knot in her side after the headset was removed. Pt believes hyperglycemia was either due to the infection or using the infusion sets for too long. Pt's normal blood glucose is 80-120 mg/dl. The infusion set was discarded and will not be returned for eval.